Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a broken syringe case the fse replaced the syringe case to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrode) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.